Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via telephone call that the customer was hospitalized for both high and low blood glucose. There were unexplained no delivery alarms where the customer did not receive enough insulin, and then too much was delivered afterward. No blood glucose reading was provided.